Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl; cause was unknown. Bg was addressed via consumption of carbohydrates. Additionally, it was reported that that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer was instructed to consult with healthcare provider regarding bg level. Reportedly, the customer continued to use the pump for insulin therapy.